Event description:
Customer reported the c-arm would not stay in the raised position, but would slowly go lower. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gas spring. System operates as intended.